Event description:
It was reported that when using the 543965 during the operation, the fifth clip was stuck, which caused subsequent clips not able to be closed. Then a new 543965 was used but the clip cannot be opened which caused it to fail to ligate.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with no clip in the first position of the channel. The sample appears used as there is biological material present on the device. An excess buildup of biological material was found in both jaws. Reference file (B)(4) for investigation photos. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired. The indicator clip was in the next position of the channel indicating that no clips were remaining. The device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Since no clips were returned, the reported complaint issue could not be confirmed , and a probable cause could not be determined. It's possible that the buildup of biological material in the jaws could have prevented the clips from loading properly, but this could not be confirmed. Reference file (B)(4) for investigation photos. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips were remaining in the returned sample. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "clip not opening during use" was not confirmed based upon the sample received. One device was returned. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Since there were no clips remaining in the returned device, the reported complaint issue could not be confirmed and a probable cause could not be determined.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73f1900572 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when using the 543965 during the operation, the fifth clip was stuck, which caused subsequent clips not able to be closed. Then a new 543965 was used but the clip cannot be opened which caused it to fail to ligate.